Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging when the strip is inserted into the meter, the meter comes on the main menu. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.